Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false elective replacement indicator (eri) and end of life (eol) alert was noted post implant. Upon device interrogation; the device displayed false elective replacement indicator (eri) and end of service (eos) date. The battery voltage was noted to be 2. 96v. Abbott representative stated that device might have triggered false eri due to cautery exposure. A firmware download was performed on the device and normal longevity estimation was restored. The device was interrogated again and alerts were no longer present. The patient was stable.